Event description:
It was reported that medical intervention was performed to prevent the patient from coding.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation ,the reported failure ¿insufflating the abdomen the patients n title volume started to drop.¿ was not confirmed. According to wom: visual inspection: the device was received on dec 3, 2024 for evaluation. The device was shipped with the correct packaging (packaging arrived damaged). The unit is in bad cosmetic condition; the upper casing has some scratches, the lower casing is dented, the front panel has some scratches and the silicon tube at exhaust port is damaged. Functional inspection: functional inspection indicated the returned device passed all criteria. This included a flow and pressure test with a result of pass. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050000 rev yb, sn (B)(6) is working according to specification. Probable root cause: the reported event could be not confirmed. There are no indications of a manufacturing issue. Most probable root cause is seen as suspected too quick insufflation with potentially not optimized ventilation setting or/and potential low co2 tolerance of the patient or/end insufflation not in the pneumoperitoneum. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that medical intervention was performed to prevent the patient from coding .